Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 12 - vibe - 0x2071 issue was verified, but the ui: settings-time issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump time was incorrect, cause was unknown. The customers blood glucose level was 70 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time. The customer reverted to an alternate method of insulin therapy.